Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. Fluid was observed to leak from this damage. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the leg for between 5 and 24 hours. As treatment, the pod was removed and an insulin pen was administered.